Manufacturer narrative:
The device image showed that at the time of explant, the device had not reached the elective replacement indicator (eri). During analysis, the battery voltage was measured to be at end of life (eol) level. Loss of telemetry is normal at eol. The implant duration was 11.3 years, which is considered normal battery depletion. When the battery was replaced, the device performed as intended and no telemetry anomalies were noted. The cause for the reported lack of telemetry could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to interrogate but still pacing. Premature battery depletion was suspected. The device was explanted. Patient condition is good and all electrical parameters were stable in range.